Event description:
It was reported that the patient was admitted to the hospital due experiencing a syncopal episode during which the patient sustained bruises and small scrapes on their face and nose. A threshold test indicated that the right ventricular (rv) lead had high thresholds and an episode of loss of capture for 5 beats was noted. The output on the lead was increased and the lead was subsequently capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.